Manufacturer narrative:
The device was not returned to edwards for evaluation as patient authorization was required for release of the device. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device was not returned for evaluation, the root cause for the calcification cannot remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that this device was explanted after four (4) years, four (4) months, due to calcification, severe aortic stenosis, and high gradients. As reported, the assisting surgeon stated the valve was not implanted properly and that was the reason for the failure. The patient underwent bentall procedure with a 25mm non-edwards mechanical aortic valve and a coronary artery bypass x 1 to the right coronary artery and repair of the mitral valve with a pericardial patch to the anterior leaflet. The patient tolerated the procedure surgery well and was transferred to the intensive care unit (ICU) in stable condition. The patient was discharged in stable condition to another facility.